Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm and low battery alarm due to unresponsive button. No button error alarm during testing. Device received with corroded battery tube cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the down button was hard to press occasionally. Customer was reported that insulin pump had battery error with new battery, no delivery during bolus. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.